Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc and similar past cases, there was the possibility that this phenomenon was attributed to the lighting failure of the examination lamp due to the aging deterioration of the lamp igniter for long-term use because the subject device had been used more than seven years since manufacturing. It is presumed that there is the possibility that error e103 will occur in case the the examination lamp fail lighting. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, when the subject device was turned the power on, the examination lamp sometimes did not ignite with a clicking sound, and the error e103 which indicated the subject device had broken down occurred with the message "clv lamp err please check examination lamp." On the monitor. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.